Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The cylinder had a bulge with excess air between the inner and outer tubes when inflated with a syringe. The pump did not pass activation testing. Under a microscope, the pump tubing was cut down to the pump block; the tubing was not returned for analysis. Analysis confirmed the reported clinical observations.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not working properly. At a later date, the physician performed surgical intervention to revise the ipp and found that the right cylinder had a bulge. The right cylinder and pump were replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not working properly. At a later date, the physician performed surgical intervention to revise the ipp and found that the right cylinder had a bulge. The right cylinder and pump were replaced. There were no patient complications reported.